Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they experienced skin irritation with the sensor adhesive patch. Her skin would itch, become red and she would develop a rash. She had discussed the issue with her endocrinologist on (B)(6) 2019, who prescribed topical steroids and recommended placing a skin barrier prior to inserting the sensor. She indicated that the issue occurs with each sensor and each sensor location. No additional patient or event information is available.